Manufacturer narrative:
The product analysis indicates that one opened sample of part number 1884080em from lot number 0213763331 was received. A microscope and calipers were used to evaluate the device. Visually, the tip had broken off the inner cutter which would have resulted in the reported event (the tip was taped to the hub when received). The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. The inner and outer assembly were deformed in such a way that indicates the inner blade teeth impacted the outer teeth at the 3rd proximal valley while moving in a counter clockwise direction which resulted in the observed break. There were no signs of misuse or mishandling. There was uneven wear inside the cutting tip, which may indicate an interference fit between the inner and outer assemblies at the tip. The failure mode in the complaint samples could not be reproduced using non-complaint samples. The areas of the device that are in question are supplied material components. If information is provided in the future, a supplemental report will be issued.

Event description:
During analysis of a returned tricut blade, the inner cutter tip was noted to be broke off. The customer reported that the tricut blade stopped oscillating midway during a procedure. The procedure was completed with a new blade. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.